Manufacturer narrative:
No additional information was received. A product sample was received for evaluation. Visual testing was performed. Visual inspection found a label of "rental medical device" was affixed to the product. The root cause of the reported issue was found to be sales office shipping staff did not remove the label of unused product when he/she returned to inventory. In addition it was returned to stock without checking the label for device removal and then the defective product was shipped to the customer. Notification was performed to related shipping person: when returning the product returned from the sales office to the stock in the future, check it according to the procedure and return only the conforming product to the stock. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that someone put a "rental medical device" label on the product by mistake while it was a chargeable item. No patient injury was reported.